Event description:
It was reported that the patient presented for a remote follow up via merlin.net with stored episodes of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes appeared to be caused by post-paced t wave oversensing. Programming changes were made. The patient was stable throughout.